Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4)

Event description:
Adverse event(s): "corneal burn occurred" (burn, corneal). Product problem(s): "additional information has been requested" (no known device problem). The surgeon reported a corneal burn occurred during surgery. Additional information has been requested on the event and patient status.